Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The recognition test was performed a total of three times and passed. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. A review of the logs showed no errors. Additionally, the instrument was found to have a blade broken at the midpoint. A piece approximately 0.085" x 0.443" was found to be broken off. The broken piece was returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be recognized. The instrument was removed, and a backup instrument was used to proceed. Following this, the customer continued and completed the procedure with no further issues reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and appeared normal.